Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 04 november 2019 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 august 2018. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 11 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening and pain. The surgeon reported the femoral component came off easily with minimal bone loss and was considered loose. He noted upon removal of the tibial cement mantle, the bone quality was very poor and that the patient had metaphyseal overloading. The surgeon did not comment on the patella and it was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016, dor: (B)(6) 2018 (lt knee).